Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing right heel footswitch issues. The timing of the event is unknown. Additional details have been requested.

Manufacturer narrative:
The footswitch was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative cleaned and lubricated the footswitch then tested it and found it to be functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on may 26, 2010. Based on qa assessment, the system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).